Event description:
It was reported that during the da vinci cardiac surgical procedure, the customer experienced recurring faults. The site's biomedical engineer reviewed the system's error logs from the procedure and noticed multiple occurrences of system error code # 21013. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error #21013 experienced by the customer was associated with the pt side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. System error code #21013 is generated when an error is detected as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer). Testing revealed an axis potentiometer assembly had malfunctioned, thus generating the system errors experienced by the customer. The system alarm (system generated fault code) functioned as designed, and there was no injury to the pt. As of oct. 18, 2007, there have been no reported recurrences of the issue as this hospital.